Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead was explanted due to noise. An x-ray confirmed a fracture. No adverse patient events were reported. The rv lead was also explanted due to noise and fracture. The explant date did not make sense so it was left off of this report.